Manufacturer narrative:
Device not returned for evaluation.

Event description:
It was reported that the patient had a replacement surgery due to fluid loss with his inflatable penile prosthesis (ipp). The ipp was explanted and a new spectra penile prosthesis (spp) consisting of a 12cmx20mm cylinders were implanted. Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.